Event description:
A malfunction alarm was reported for the customer's pump, which did not have any prior notable events. There was no adverse impact on the customer's blood glucose level. The pump was reset but the error persisted, and technical support arranged for a replacement. The customer will continue to use the current pump until the new one arrives.